Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured. No adverse event was has been reported as a result of this malfunction. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the event was noticed during the sterilization process while disassembling and cleaning the instrument. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment on (B)(6) 2018 it was found that the person who submitted the per is in fact a zimmer biomet employee. Therefore, the notification date should be changed to (B)(6) 2018 rather than (B)(6) 2018. Date received by manufacturer in the initial report should have been (B)(6) 2018 and (B)(6) 2018 should be disregarded. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use ( nicked and gouged ) has fractured on the medial side of the post, all pieces were returned DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.